Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with this device and no patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).